Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopic supracervical hysterectomy with tension-free vaginal tape obturator and cystourethroscopy; due to sui, menometrorrhagia and dysmenorrheal. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that the patient underwent removal of mesh on (B)(6) 2008 due to transvaginal tape mesh erosion. It was reported that the patient underwent removal of mesh on (B)(6) 2012 due to infected other mesh. It was reported that the patient underwent a surgical procedure on (B)(6) 2012 and monarc subfascial (ams) was implanted. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.